Manufacturer narrative:
(B)(6). Method: the subject device, bc192-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the information and photography provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the provided photography revealed that the tubing was torn near the end that connects to the breeathing circuit. Conclusion: we are unable to determine the cause of the reported event. However, the reported event could have resulted from the device being subjected to excessive force. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc192-05 flexitrunk nasal tubing include the following: "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." "Disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" "use patient oxygen monitoring" additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc192-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in australia reported that the tubing of a bc192-05 flexitrunk nasal tubing was broken when being removed from its packaging. There was no reported patient involvement.